Event description:
It was reported that this right ventricular (rv) lead had a dislodgement, therefore, high capture thresholds with loss of capture were observed. As the system has a functional left ventricular (lv) lead. It was considered to program the system as a pseudo lv only system. The caller was advised on not doing this due to negative consequences, nonetheless they proceeded to increase lv lead output and program the rv lead subthreshold. The patient reported feeling dropped beats. At this time the rv lead has been explanted at a surgical intervention. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with right ventricular (rv) lead dislodged, therefore, high capture thresholds with loss of capture were observed. As the system has a functional left ventricular (lv) lead. It was considered to program the system as a pseudo lv only system. The caller was advised on not doing this due to negative consequences, nonetheless they proceeded to increase lv lead output and program the rv lead subthreshold. This lead remains in service. The patient reported feeling dropped beats. No additional adverse patient effects were reported.